Manufacturer narrative:
H10. Additional information in a1, a2, a3, a4, b7, d1, d2, d4, d10 and g4. H11. Corrected information in b5 and e1.

Event description:
It was reported that after having a revision surgery in which a cpcs stem was implanted, one (1) patient underwent a re-revision surgery due to a peri-prosthetic fracture. No further information is available. The current state of health of the patients is unknown.

Manufacturer narrative:
Additional information: d4 (expiration date), h4, h6 (type of investigation), h10 (roi) h3, h6: although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the stem. Given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 24 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed in warnings and precautions that congenital deformity, improper implant selection, improper broaching or reaming, osteoporosis, bone defects due to misdirected reaming, trauma, strenuous activity, improper implant alignment or placement, patient non-compliance, etc. Can increase risk of femoral or pelvic fractures. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient bone quality, post-operative patient condition and/or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. D4 (lot number)

Manufacturer narrative:
H10. Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through the review of clinical evidence from post market clinical data collection activities that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after having a primary surgery in which a cpcs stem was implanted, four (4) patients underwent a revision surgery due to a peri-prosthetic fracture. No further information is available. The current state of health of the patients is unknown.

Manufacturer narrative:
H11. G4 field corrected.